Event description:
A report was received that a patient underwent a pocket site revision due to the ipg being uncomfortable. The physician moved the existing ipg to the right abdominal area. The patient is reportedly doing well following the procedure.